Manufacturer narrative:
A quality complaint investigation was performed. One unused endotracheal tube of I. D 3.00mm, lot #619347r004 was returned in an opened kimberly-clark pouch affixed with preprinted label carrying info. The pp green connector was breaking from the main part upon receipt enclosed in a box. The product was removed from the pouch and carefully examined. It was observed that the end of the carefully examined. It was observed that the end of the green connector was found breaking from the main part. The remaining portion of the pt end of the connector still remains intact inside the tube. No sign of weakness at midsection could be observed. Reviewing the assembly batch record does not reveal any sign of the associated defect detected during the inspection. Review of the primary extrusion batches of the tubes in this lot of product does not reveal any sign of tube dimension failure. The tubes were found to be within the established spec. Reviewing of the incoming test report for this particular lot does not reveal weakness at midsection could be detected during the incoming inspection. This lot is considered acceptable at the point of release. For this particular lot of product (unomedical lot# 619347r004) was manufactured in february 2015. Reviewing of the past two years as according to internal procedure of manufactured product, there is no change of the connector assembly process. To further confirm and verify the connector detachment assembly robustness, connector sizes 3.0mm was taken from may production and detachment test. It required 63.81 n to 125.7 n of force to detach the connector away from the main tube. No broken connector could be observed during the testing results of individual measurement detachment test. Based on the investigation finding, this defect of broken connector was induced by user during use. Furthermore, the scar had mentioned this breaking connector is due to when attempts to remove the vent connector on the microcuff tube the connector is breaking. Therefore, no corrective action has been identified as a result of this analysis. A previous investigation is applicable to this complaint investigation and is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received. Returned sample was received at the mfg site on june 12, 2015. Eval is still in progress. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
Complainant reports testing the endotracheal tube (ett) connector prior to using on a patient and noting the connector broke at the point where the connector inserts into the ett when disconnecting ventilator tubing.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional event information has been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves three devices, therefore a separate FDA form 3500a will be submitted for each device.